Event description:
It was reported to target that during an avm embolization the physician used the spinnaker catheter for infusing an embolic agent mixture of alcohol and eudragit. When he removed the catheter he did not feel any friction, but the catheter's tip marker was left in the brain. This incident did not cause any adverse event to the pt, who was reported in good condition after the procedure.